Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an alleged unintended rate change. Per report: "the rate increased (from 18 to 20). At 02:46 the correct rate was programmed, then for 0300 the rate switched back to the old rate." There was patient involvement, but the outcome is unknown.